Manufacturer narrative:
(B)(4). Investigation results: a flexiva 200 laser fiber was returned in one piece with the tip detached. The fiber measured approximately 314.3 cm from the top of the connector to the break. The distal tip was not returned. Therefore, a review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on (B)(4) 2018, that a flexiva 200 laser fiber was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the laser fiber stopped working after four minutes of use. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber tip detached.